Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported issue could be reproduced during the device evaluation. The device was found out of specification in relation to the reported symptom "#4 key not working".during device evaluation, when the #1(abc), #2(def), and #3(ghi) keys were pressed, the output of the keys were the letters h and l and the remaining keys were inoperable. The keypad was replaced to fixed the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced that the #4 key is not working. There was no patient involvement. No additional information is available.